Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, eccentric, and 99% stenosed posterior descending artery. A 2.5 x 15 mm trek rx was being used for pre-dilatation when the balloon ruptured at 8 atmospheres during the first inflation. To complete the procedure, another trek rx was used to further dilate the lesion and a stent was successfully implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.